Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Product was not returned for review. The pump had not been sutured in place yet at the time of the dislodgement. The root cause of positioning issue was most likely use-related.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella rp flex support and shortly after the implant, the patient was being cleaned and prepped for transfer and the pump became malpositioned. The doctor had to stop the rp flex, pull it back through the sheath until the inlet cage appeared, then rewire through the cage then remove the flex completely so that they could replace the pump. The pump was replaced. The patient survived the event.